Manufacturer narrative:
A steris service technician arrived on-site to inspect the unit. The reported event could not be duplicated. The unit was confirmed to be operating according to specification and returned to service. No repairs were made. No additional issues have been reported.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that while an employee was preparing to reprocess an endoscope, the door of their advantage plus endoscope reprocessing system contacted their hands. The employee experienced redness on their hands however, no medical treatment was sought or administered.